Event description:
New information notes that on (B)(6) 2019 programing changes were made, patient is fine. Device remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented via a merlin@home transmission and oversensing was noted on a stored egm. The device was post-paced t-wave oversensing. Programming changes were suggested. However, the programming changes were not made at this time and will be discussed with the following physician. The device remains implanted.